Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the usb cable. Additionally, an occlusion alarm occurred and the initial insulin gauge fill estimate was observed to be inaccurate after loading a new cartridge. The customer's blood glucose (bg) level was 129 mg/dl. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable. The customer completed a supply change to resolve the occlusion alarm. The cartridge was reloaded in order to resolve the fill estimate issue.